Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth at the abutment site. Subsequently, the patient underwent a procedure on (B)(6) 2014 to have the abutment removed and a magnet placed. The implanted device remains.